Event description:
It is reported that the pt underwent total hip arthroplasty in (B)(6) 2008. Pt was in auto accident in 2010, and pain has started in which is why the surgeon has recommended revision. Status of revision unk.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the us. The MFR did not receive explanted devices, x-rays, or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).